Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). Patient demographics are unavailable; follow-up for information is still in progress.

Event description:
During an ent case, the surgeon reported a spark from the plasmablade device tip. The nurse reported it appeared to be arcing. After this occurred, the surgeon reported the device tip was melted. There were two plasmablade devices reported. It is unknown if both devices appeared melted or sparked/arced. There was no impact to the patient or staff. During analysis, device #2 had an additional failure of a wire break, but still attached.